Event description:
It was reported an issue with monosyn suture. The client (veterinarian) reported needle detachment. Additional information has not been received.

Manufacturer narrative:
Summary of investigation: there is a previous complaint of this code-batch regarding the same issue, closed as not confirmed after analysis. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in stock in b. Braun surgical's warehouse. We have received 1 open and unused sample with the needle detached from the thread (the thread is still wound on the pack). Aluminum pack and needle are missing. However, without any closed sample, we cannot carry out an analysis in order to take a decision. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Furthermore, needle attachment results conducted on samples before releasing the product were 0.79 kgf in average and 0.44 kgf in minimum and fulfilled ep requirements: 0.23 kgf in average and 0.11 kgf in minimum. Conclusion root cause analysis: the most probable root cause is that the attachment of the needle was not correctly performed, as the opened and unused sample received shows that the needle detached from the thread. Final conclusion: in spite of receiving a defective sample, without closed samples a suitable analysis cannot be performed, and the case is considered not confirmed. Nevertheless, we take note of this incidence and if any closed sample is received in the future, we will re-open the case and analyse it. We regret any inconvenience this issue may have caused and thank you for your collaboration. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, we opened a CAPA in the system to correct/prevent this defect to happen.